Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported that connector pin on ac adaptor broken off two years prior to report and ac adaptor cable was damaged. It was also stated patient had not used their therapy in 2 years because of the recharger was broken. Patient had a sudden return of foot pain in (B)(6) 2017. Patient was recommended to contact healthcare professional to have their ins tested and restarted. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the sudden return of foot pain included a broken recharger for which the patient did not contact the manufacturer until after the battery died. The patient reported their battery was replaced as it had no more life and this resolved the sudden return of foot pain. No further complications were reported/expected.